Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: our static and clinical testing of the 11mm multi-pin clamps revealed that the pins do not get loose at the average torque recommended for use. The load for pin pull out met the proven acceptance criteria. Since the clamp bodies are made out of a carbon-reinforced polymer material, there will be some inherent "creep" or cold flow of materials. However, creep does not affect the functionality of the multi-pin clamps. The unk extra torque attempted to retighten the pins increases the stresses on the screw and body and eventually fractures due to overloading. Eval codes: device history records indicate all components were mfg and inspected to specification. Exemption: (B)(4). Total # of events: 2. Type of event: malfunction. Product code: (B)(4). Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that surgery was delayed for an unk amount of time when the multi-pin clamp was loose at the pin to clamp location.